Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed oversensing. In addition, low sensing of r-waves and oversensing on p -waves were observed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this eve.